Event description:
The delay in the reporting of this event is that we were unaware of patient's concern until we received a grievance letter from the patient. The patient has complaints of pain to his shoulder after remaining on the angio table for 48 minutes. He is going through treatment currently but had some suggestion in regards to the angiogram x-ray table. From the patient's letter, "the table I laid on had a method of support for my arms, but no support for the shoulders." "I do not know why the angiogram table is designed as it is, but if possible, it could be beneficial to have a "t" shaped end to offer support for the shoulder."